Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye due to experiencing blurry vision. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Date of birth: the complete date of birth was not provided, only year (1960) was provided. Unknown/not provided, information was asked but it was not provided. Reporter first name and last name: unknown/not provided. Email address: unknown/not provided. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: this is a correction report as complaint reporter has provided an incorrect patient age and serial number reported in the initial report. This report provides information of iol sn#: (B)(6) that was used instead. A2: age: 61 yrs.old. D1 brand name: tecnis synergy optiblue iol d2 type of the device common device name: extended depth of focus intraocular lens device product code: mfk d4 additional device information model number: zfr00v catalog number: zfr00vi240 serial number: (B)(6) expiration date: sep 6, 2026, UDI number: (B)(4). H4: manufacture date: sep 6, 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.